Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2019 with blood low blood glucose of 12 mg/dl. Customer treated low blood glucose with food and glucose tablets. Customer was unresponsive and was transported to the hospital via paramedics. Customer was treated intravenously. Customer reported on not using the auto mode feature. Customer declined troubleshooting. Insulin pump is not expected to return for failure analysis.